Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: 00977332 case subject: npi 8015 error 255-32784-275 account name: osf home care account #: 10039704 asset name: 8015 pc unit, a/b/g v9.12 (r023) asset location: contact: david clodfelter contact email: david.clodfelter@osfhealtcare.org contact phone: (309) 573 1229 contact mobile: patient or user involvement: no patient or user harm: no case description: david clodfelter /biomed need assistance on 8015 sn (B)(4) is having an error 255-32784-275 failure device type: failure problem type: failure mode: case resolution: I assisted david clodfelter /biomed on 8015 sn (B)(4) is having an error 255-32784-275 . Resolution, the ac power cord need to be plugin to the ac power outlet when running any task in order not have see that error 255-32784-275. Biomed plugin the ac power cord to the outlet and confirmed error issue was resolved.